Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 11.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a routine checkup and reported having shortness of breath that started a few days prior. An echocardiogram showed normal values, equal to former scans. Pump values showed reduced estimated flows. The patient's lactate dehydrogenase (ldh) level was greater than 1000 u/l. A cardiac CT scan did not reveal any abnormal findings. The patient was admitted to the hospital with an inr of 2.01; the patients goal inr is 1.7-2.2. The patient's inr goal had been reduced due to previously unreported cerebral issues but was increased to 2.0-2.5 during this admission. Unspecified lysis therapy was administered and afterwards lvad values went back to normal for the patient. As of (B)(6) 2016, ldh levels had come down to 936 u/l. The patient is currently still in the hospital for further evaluation. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support; therefore, a correlation between the device and the report of shortness of breath and increased lactate dehydrogenase levels could not be conclusively determined. Hemolysis and device thrombosis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient remains in the hospital and is listed as high urgency for a heart transplant, but the patient is reportedly doing fine after having received lysis therapy.